Event description:
Customer reported an issue with incorrect pump time, with discrepancy exceeding five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring the situation, with a follow-up recommended if the issue reoccurs.